Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A supplemental report will be submitted once analysis is complete.

Event description:
It was reported that the patient thought she experienced some loss of therapeutic effect and suspected it was due to either a low or dead battery, or due to exposure do an induction stove while cooking in switzerland. An end-of-service status was also indicated. It was unclear when the event occurred, but it was indicated possibly (B)(6) 2011. The ins was replaced and there was no patient injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The battery was normal end of life, telemetry and output okay.